Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was noted to have melena. An esophagogastroduodenoscopy was performed and a polyp in the stomach was removed and 3 clips were applied. It was noted that the event resolved on (B)(6) 2015. The patient remains ongoing on lvad support and no further events have been reported.

Manufacturer narrative:
Approximate age of device ¿ 54 days. A direct correlation between the device and the reported event could not be determined. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.